Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels ill with nausea, fatigue and dizziness, denies the need for medical attention. The customer's expected blood results is 200mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. (B)(6). Customer is concerned with all results in the memory of the meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels ill with nausea, fatigue and dizziness, denies the need for medical attention. The customer's expected blood results is 200mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 325mg/dl and 269mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with all results in the memory of the meter. No adverse event reported.